Manufacturer narrative:
The previously reported tvr involved 2 non-mdt stents cec adjudicated that the event was related to the device not related to the procedure.

Manufacturer narrative:
(B)(4).

Event description:
During index procedure the physician used two admiral xtreme balloon dilatation catheters to treat a lesion in the right mid sfa. Approximately 6 months post index procedure the patient suffered restenosis of the right sfa. The target lesion (rsfa) was treated with stenting 3 days post the restenosis event with a non mdt device. The event was resolved. The investigator indicated that the reported event was possibly related to the study device and procedure and not related to the paclitaxel.

Manufacturer narrative:
Two pacific plus balloons were used during the index procedure and not two admiral xtreme balloons as previously reported